Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor was functioning in the dexcom app but failed to pair with the ilet device, resulting in a pairing failure that prevented data transmission to the ilet. Symptoms included none, and blood glucose was not affected. Outcomes included no clinical impact and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including toggling settings, restarting the device, and re-entering the pairing code to reinitiate the pairing process. Investigation of this case revealed a communication and connectivity issue between the ilet and the cgm, with the transmitter pairing process restored after standard troubleshooting steps, indicating a transient pairing fault without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and software pairing behavior.